Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice system error 2240 (air in line) during drain 5 of 5. The customer noted no abnormalities with the supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.